Manufacturer narrative:
Lapira, matthew, et al. "Extrusion and breakage of xen gel stent resulting in endophthalmitis." Journal of glaucoma, vol. 27, no. 10, october 2018, p.934-935. (B)(4). The reported events of ocular pain, vision loss, exposure, other-medical, high intraocular pressure, endophthalmitis, inflammation/irritation, and use error are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A request for further information have been made. Allergan has received no response from the authors. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Reported events of pain, irritation, severely reduced vision, cornea was diffusely hazy with +4 cells and fibrin in the anterior chamber, grossly injected bulbar conjunctiva with broken gel stent and one of the ends had extruded through the conjunctiva with iop of 44mmhg, and endophthalmitis in the left eye were noted in the article "endophthalmitis following xen stent exposure." Journal of glaucoma, vol. 27, no. 10, october 2018, p.931-933.